Manufacturer narrative:
Approximate age of device ¿ 2 years. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported during this procedure, the surgeons had to make very large incisions and the wound never healed. The patient expired due to sepsis on (B)(6) 2017. No autopsy was performed and the device was not explanted. No further information was provided.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. A direct relationship between the device and the reported event could not be determined. Sepsis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.